Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully. There was no reported impact to the customer's blood glucose level as the customer had not checked their blood glucose level.